Event description:
A review of service dat has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for normal maintenance, pulled cables were discovered. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the ECG a and b cable was pulled form the distribution node (dn). In addition the trunk cable was pulled form the dn. The pulled trunk cable pulled shrink tubing from the pulse wire solder joint in the dn, causing the pulse wire to short. The root cause for the pulled cables cannot be positively identified but was likely the result of strain relief. No adverse event resulted form the pulled cables and shorten wire. The last pt to use this electrode belt did not report any problems.